Event description:
It was reported that during the procedure, once the subject coil was detached, the coil was stretched upon removing the delivery wire. Additional information received on 02-oct-2025 stated that a small portion of the subject coil protruded into the vessel and additional coils were deployed as medical intervention. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The visual inspection was not performed due to the device not returned. The functional inspection was not performed due to the device not returned. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that once the subject coil was detached, the coil was stretched upon removing the delivery wire. The power supply detachment device gave a good detachment signal, and the coil marker was visibly past the proximal marker of the microcatheter when detached. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use and was prepared as per the directions for use (dfu), continuous flush was maintained throughout the procedure, the anatomy was not tortuous, the subject coil was retracted with a usual amount of force, and a small portion of the coil protruded into the vessel but was tacked back into the aneurysm with subsequent coils. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, a cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, once the subject coil was detached, the coil was stretched upon removing the delivery wire. Additional information received on 02-oct-2025 stated that a small portion of the subject coil protruded into the vessel and additional coils were deployed as medical intervention. The procedure was completed successfully with no clinical consequences to the patient.